Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a biliary stricture during a gastric anastomosis procedure performed on (B)(6) 2022. During the procedure, the cautery tip of the axios delivery catheter was unable to cut through the tissue. There was no electrical current at the time of the cut despite the correct connection of the electrical cables. The procedure was rescheduled and was successfully completed on (B)(6) 2022 with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat a biliary stricture. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a biliary stricture during a gastric anastomosis procedure performed on (B)(6) 2022. During the procedure, the cautery tip of the axios delivery catheter was unable to cut through the tissue. There was no electrical current at the time of the cut despite the correct connection of the electrical cables. The procedure was rescheduled and was successfully completed on (B)(6) 2022 with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat a biliary stricture. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture.

Manufacturer narrative:
Block h6: impact code f05 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received fully covered and undeployed and the delivery system was received in its original position. Visual inspection found evidence of electrocautery on the tip. During electrical inspection, the continuity between the rf connector and the distal electrode was verified and the device showed high resistance on the tip. No other problems were noted to the stent and delivery system. Product analysis did not confirm the reported event of cautery failure to deliver energy. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the hot axios stent was to be implanted to treat a biliary stricture. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of: a pancreatic pseudocyst or a walled-off necrosis with > 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The investigation concluded that there is no indication of what the customer reported because the tip showed evidence of electrocautery and high resistance during electrical test. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.